Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and intermittently charged the pump. There was no reported impact to customer's blood glucose level. Ultimately, the pump was able to be charged with the usb cable.